Event description:
I have worn lyric (phonak) hearing aids since approximately (B)(6) 2014. Even when they function properly I have feedback issues that my dispenser has never been able to fully address. The solution has been to turn down amplification, reducing the effectiveness. I have never gotten more than four or five weeks out of an aid. My complaint is that in recent months some devices fail almost immediately. To illustrate, I had both replaced (B)(6) 2016, the right failed (B)(6) and the left failed (B)(6). Both were replaced (B)(6); the right failed (B)(6) and I'm waiting for the left to fail as I type this on (B)(6). I have mild nerve deafness and do not function well without working aids. Further, I typically commute via bicycle and not hearing overtaking vehicles is dangerous. My dispenser is (B)(6). They've acknowledged problems with the lyric and will fit me with a different device, tbd, in (B)(6). I paid for a lyric subscription that expires early april.